Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1613c124ee, serial/lot #: (B)(4), ubd: 05-sep-2019, UDI#: (B)(4); product ID: etlw1613c124ee, serial/lot #: (B)(4), ubd: 07-sep-2019, UDI#: (B)(4); product ID: etew1313c82ee, serial/lot #: (B)(4), ubd: 19-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 53 mm diameter abdominal aortic aneurysm. It was reported that the patient was diagnosed with anemia 2 days post the index procedure and developed pneumonia 5 days post the index procedure. The patient was treated with medication and discharged from hospital. Per the investigator, the cause of the events were not device related and possibly related to the index procedure. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the patient received a blood transfusion to treat the previously reported anemia and the issue was resolved. It was noted that the anemia was due to intrasurgery blood loss and was assessed by the investigator and sponsor as causally related to the procedure. Additional information received reported that the previously reported pneumonia has now been assessed by the sponsor as causally related to the procedure. No further information was reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: phone number updated. If information is provided in the future, a supplemental report will be issued.

Event description:
The reported anemia event term, was updated to "vascular access site hematoma". The event was assessed by both the investigator and the sponsor as causally related to the procedure, not related to the endurant ii stent graft system. In addition to the previously reported pneumonia, the patient had symptoms of fever and throat pain.